Event description:
Event [preferred term] (related symptoms if any separated by commas) postprandial glucose was 480 mg/dl [hyperglycaemia], device issue - when pressing the button, no medication was dispensed [device failure], damaged the novopen 6 device [device physical property issue], administered insulin using syringes instead [wrong technique in product usage process], most recent preprandial glucose was 347 mg/dl [blood glucose increased]. Case description: study ID: (B)(6). Study description: trial title: patient education on using of devices for both insulin and growth hormone. (Durable and disposable devices) patient's height: 162 cm. Patient's weight: 88 kg. Patient's bmi: 33.53147390. This serious solicited report from turkey was reported by a consumer as "postprandial glucose was 480 mg/dl(postprandial hyperglycemia)" with an unspecified onset date , "device issue - when pressing the button, no medication was dispensed(device failure)" with an unspecified onset date , "damaged the novopen 6 device(device damage)" with an unspecified onset date , "administered insulin using syringes instead(wrong technique in product usage process)" with an unspecified onset date , "most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased)" with an unspecified onset date and concerned a 73 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "diabetes", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: diabetes f (or 25-30 years (type unknown)) . Concomitant medications included - galvus met (metformin hydrochloride, vildagliptin), dropia (pioglitazone hydrochloride). On an unknown date it was reported that nurses damaged the novopen 6 device; when pressing the button, no medication was dispensed. Nurses administered insulin using syringes instead. Patient stated that their blood sugar has remained consistently high. The most recent preprandial glucose (blood glucose) was 347 mg/dl and postprandial glucose (blood glucose) was 480 mg/dl. The doctor indicated that the elevated blood sugar could be due to medications given in the hospital. The patient did not associate the hospitalization or high blood sugar with the product and is satisfied with the medication, declining further investigation. A simultaneous try was performed for the malfunctioning novopen 6, but the issue could not be resolved. The patient was advised to perform a flow check each time a cartridge is inserted, not to leave the needle on the pen, to screw the needle on tightly and without gaps, and to use a new needle for each injection. The patient confirmed not leaving the needle on the pen. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Batch numbers: novopen 6: not available ryzodeg penfill 100 u/ml: rs6nb81. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "postprandial glucose was 480 mg/dl (postprandial hyperglycemia)" was unknown. The outcome for the event "device issue - when pressing the button, no medication was dispensed (device failure)" was not reported. The outcome for the event "damaged the novopen 6 device (device damage)" was not reported. The outcome for the event "administered insulin using syringes instead (wrong technique in product usage process)" was not reported. The outcome for the event "most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased)" was not reported. Reporter's causality (novopen 6) - postprandial glucose was 480 mg/dl(postprandial hyperglycemia) : unlikely device issue - when pressing the button, no medication was dispensed (device failure) : unknown damaged the novopen 6 device(device damage) : unknown administered insulin using syringes instead(wrong technique in product usage process) : unknown most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased) : unlikely company's causality (novopen 6) - postprandial glucose was 480 mg/dl(postprandial hyperglycemia) : possible device issue - when pressing the button, no medication was dispensed(device failure) : possible damaged the novopen 6 device(device damage) : possible administered insulin using syringes instead(wrong technique in product usage process) : possible most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased) : possible reporter's causality (ryzodeg penfill 100 u/ml) - postprandial glucose was 480 mg/dl(postprandial hyperglycemia) : unlikely device issue - when pressing the button, no medication was dispensed(device failure) : unknown damaged the novopen 6 device(device damage) : unknown administered insulin using syringes instead(wrong technique in product usage process) : unknown most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased) : unlikely company's causality (ryzodeg penfill 100 u/ml) - postprandial glucose was 480 mg/dl(postprandial hyperglycemia) : possible device issue - when pressing the button, no medication was dispensed(device failure) : possible damaged the novopen 6 device(device damage) : possible administered insulin using syringes instead(wrong technique in product usage process) : possible most recent preprandial glucose was 347 mg/dl(fasting blood glucose increased) : possible no consent for safety follow up, hence no further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational results: name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number:rs6nb81 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information is nonreportable field updated as no malfunction field updated as no investigational results were updated for the suspects novopen 6 and ryzodeg penfill final report checkbox was ticked expected date of follow up report was deleted follow up information further investigation field comment was added imdrf codes b, c, d, g were updated narrative updated accordingly this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 11-dec-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary. Name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.